Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call on (B)(6) 2018 that they were having issues with charging the transmitter. Blood glucose level at the time of the incident was 435 mg/dl and didn't report any treatment. Troubleshooting occurred but issue was not resolved. Customer declined troubleshooting for high blood glucose. Product will be returned for analysis.